Manufacturer narrative:
If a sample is received, an investigation will be completed and a supplemental report will be submitted.

Event description:
The catheter was inserted in 2008, and the catheter taped vertically with three tapes. When the nurse attempted to remove the dressing, the catheter was found broken near the oval disc.